Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, but there was the possibility that the reported phenomenon was attributed to the temporary failure of the image processing electrical circuit board, or the contact failure of the electrical contacts of the video connector socket due to the deformation of it or the adhesion of foreign material. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the endoscopic image of the subject device could not be displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.